Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensing exhibited by the right ventricular (rv) lead. The lead was subsequently capped on (B)(6) 2025. The patient was stable.